Event description:
After seeing the FDA consumer notice, consumer reports the toothbrush chipped his tooth while brushing. Consumer is seeking compensation for repair of tooth. No defect of the brush was noted.

Manufacturer narrative:
Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible. Device not returned to manufacturer.